Event description:
It was reported that right ventricular (rv) lead was surgically abandoned due to pacing not delivered when required and high impedance greater than 2000 ohms and no capturing. As a result, a new rv lead was implanted. No additional patient adverse effects were reported.